Event description:
Six days after my total colectomy, I went into septic shock and was rushed to the ER. I was in respiratory failure and kidney failure with a very low blood pressure of 70/30. After working on me for over an hour, I was rushed back into surgery. One of the staples from my original surgery opened up and there was a leak. After surgery I was in ICU for a week intubated. I was in hosp for 3 weeks and then a rehab for 2 weeks. I was told if I didn't get to ER I would have been dead in 2 hours. A month later ethicon recalled the stapler that was used on me. I ended up with an ileostomy and have to get another surgery in a few months. My life has drastically changed and I hurt everyday. I am physically and mentally drained. FDA safety report ID# (B)(4).